Manufacturer narrative:
(B)(4). Manufacture date: 10/22/14-10/30/14. The device was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
This is a report of inadequate iodine in a minicap. This was discovered before use. The customer reported that there was not enough solution in the minicap and the sponge appeared to be lacking color. There was no patient injury or medical intervention associated with this event. No additional information is available at this time. This is report 13 of 20 involved in this event.